Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event of receiver ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and the liquid crystal display (lcd) is cracked. Due to the condition of the device the customer complaint was confirmed. The root cause was determined to be a defective lcd.